Manufacturer narrative:
The device was returned, and it was not confirmed. The following were found during the evaluation; due to a pinhole on connecting tube, water tightness is lost; forceps elevator (k-wire) had foreign objects; due to wear of angle wire, bending angle in upright direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a crack; adhesive on on bending section cover or distal sheath rubber has white-clouded area; control unit has corrosion due to water leakage; adhesive around objective lens is peeled; connecting tube has a scratch; connecting tube has coating peeling; connecting tube has a wrinkle; distal end cover has a chip; adhesive around light guide lens is peeled; nozzle is deformed; universal cord has a scratch; electric-connector has corrosion due to water leakage; control unit has corrosion due to water leakage; image guide protector has a scratch; and light guide lens has a chip. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenvideoscope exhibited foreign body adhered to forceps raising wire and the distal end had adhesive gap. There were no reports of patient involvement.

Manufacturer narrative:
Additional findings during the evaluation: tip adhesive; insufficient angle; angle play; objective lens adhesive peeling; operation unit flooded; light guide lens adhesive peeling; light guide lens was chipping; adhesive on bending section cover or distal sheath rubber adhesion had a crack; adhesive on bending section cover or distal sheath rubber adhesion was cloudy; image guide tube scratch; image guide tube wrinkles; image guide tube coat peeling; light guide tube scratches; connector contact corrosion; nozzle had deformation; and image guide coil side wore repair scratches.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. Corrected fields: d5, e1, g2 ("user facility" should not be selected), h6 (health effect impact code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. The legal manufacture was able to confirm that the customer's reprocessing steps were according to the instructions for use. Based on the results of the investigation, in relation to foreign material adhered to the knob wire, olympus was not able to confirm the type of the material or root cause cannot be identified. Based on the results of the investigation, it is likely that the malfunction of the gap at the glue of distal end, was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: it was confirmed that the operation manual of evis lucera jf type 260v describes how to inspect for the suggested events 1/2 in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope.¿ olympus will continue to monitor field performance for this device.